Manufacturer narrative:
Multiple attempts have been made on 01apr2026, 08apr2026, and 15apr2026 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak co2 rebreathing risk failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a low leak co2 rebreathing risk failure occurred. This investigation is ongoing.